Manufacturer narrative:
The insulin pump had an unexpected restart alarm after battery change with time and date reset. The problem was isolated to the interface board. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and cracked belt clip slot.

Event description:
The insulin pump had an unexpected restart alarm after battery change with time and date reset. The problem was isolated to the interface board. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners and cracked belt clip slot.